Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and was re-implanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 04, 2023.

Event description:
Per the clinic, the patient experienced an impact to the implant site and couldn't hear after. On (B)(6) 2023, audiologist saw patient and noticed all but 3 electrodes are open circuit. There are plans to explant and re-implant the patient on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on october 10, 2023.